Event description:
The reporter had removed the battery pack from the device and placed the battery on a shelf in their office. Approx 1 hour later, the reporter returned to the office and allegedly found that the battery pack case halves were split apart and one of the internal battery cells had ruptured.